Event description:
During shoulder arthroscopy procedure it was noted that bubbling saline was percolating out of the operative port as the probe was being used. Probe was 'red at the tip' as the probe was being removed from the operative port. Second probe used also caused saline to bubble from the incision site but the tip was not red as it was removed from the pt. Unit was operating at the preset level. Software version 3.51 being used. No pt injury was evident immediately post-operatively.